Event description:
Report received indicated that during percutaneous transluminal angioplasty (pta) to the renal artery, the stent, dislodged during reposition of the stent delivery system (sds). The sds was prepped and clinically used following the instructions for use (IFU). The vessel was not tortuous; however, the lesion had an ostial takeoff. The lesion was predilated with a pta balloon catheter. The sds was advanced through the guiding catheter without difficulty and positioned at the ostium of the renal artery. At this time, physician necessitated to reposition the sds and the system was pulled back slightly, however, upon doing so, the stent was dislodged from balloon. The sds was retrieved and physician followed by snaring the stent out of the body without any adverse consequence to the patient. The procedure was successfully completed with another stent in place. The product was discarded and will not be available for analysis. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni